Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure, user noticed that the universal surgical manipulator (usm) 4 was stuttering while being manipulated. The customer received phone assistance from the technical support engineer (tse). The tse reviewed the log and found several errors 100 indicating an unintentional set-up-joint (suj) movement. The user stated that these errors occurred at the beginning of the case, before the stuttering. The user confirmed that the usm4 did not make any contact with anything else and was deeply inserted in the patient. The user disabled the usm4 and continued the procedure with the remaining 3 usms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to duplicate the issue. However, the usm was replaced by recommendation from technical support. The system was tested and verified as ready for use. Isi has received the universal surgical manipulator (usm); however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the universal surgical manipulator (usm). The usm was found to tested on an in-house system in normal mode with the axes cntroller spar cannula (acsc) being noted for damage. The usm was tested on a functional test platform with no related errors. After opening the cannula for further investigation, the acsc component was found to be melting in some spots and shorting on the pins leaving black marks.

Event description:
Refer to h10/h11 for follow-up information.